Event description:
Health professional additionally reported "tear at the top of the fold."

Event description:
Patient reported "fresh and old blood, hematoma/seroma". Healthcare professional reported "pain, patient had anxiety about developing alcl, swelling or possible tumor and malposition".

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.